Event description:
Clinical events committee have adjudicated that the reported mi occurred one day prior to that previously reported and was an arc mi.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Approximately 7 months post index procedure, patient suffered pneumonia with an outcome of death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results and conclusion: (myocardial infarction). (B)(4).

Event description:
Date of death is confirmed as the (B)(6) 2013. Cec has indicated patient death was non-cardiac due to pneumonia with cad and pulmonary fibrosis as contributing factors.

Event description:
During index procedure the patient had two resolute integrity drug-eluting stents implanted, one in the lad and one in the lcx. One day post index procedure, a peri-procedural mi was reported with a rise in ckmb. The patient recovered without treatment. Investigator did not indicate whether the reported event was related to the study device.